Manufacturer narrative:
(B)(4). This lot was manufactured from october 25, 2013 to october 26, 2013. The device was received for evaluation. Visual inspection showed no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a missing top tip. This was identified before use. There was no patient involvement. No additional information is available. This is report 3 of 4.